Event description:
Boston scientific crm received information that this device triggered the end of life (eol) indicator with a battery voltage of 2.68 v and charge time measurements of 34 seconds. It was also noted that the device had triggered the elective replacement indicator (eri) only approximately one month prior. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times and the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.